Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Subsequently, the customer went to the hospital due to a blood glucose (bg) level of 540-541 mg/dl. Customer was administered a manual injection to address the high bg. The customer reverted to alternate insulin therapy.